Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose of 396 mg/dl which was treated with a bolus delivery. Customer requested troubleshooting of insulin pump to verify cause of high blood glucose. During troubleshooting, it was found that customer inserted sensor into a vein which bled when sensor was removed. Customer was advised to change entire enfusion set. Customer also received a low threshold suspend alarm. Customer states blood glucose was 160 and sensor glucose was 67. Customer was advised to monitor sensor and to call back when needed. No further information provided.